Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus"), device breakage ("piece of the essure implant was left in the uterus during its removal") and suicidal ideation ("suicidal thoughts") in an adult female patient who had essure (ess205) (batch no. 12276301, 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure. Concomitant products included ibuprofen (motrin) and vicodin. On an unknown date, the patient started prazosin at an unspecified dose and frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("titanium allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight decreased ("weight loss") and abdominal pain lower ("lower right abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device breakage, suicidal ideation, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, depression, device breakage, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, suicidal ideation, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure (ess205). Diagnostic results: on (B)(6) 2012, pelvic ultrasound shows an echogenic structure in right corner of the uterus and endometrial stripe most consistent with essure device or essure device fragment and she underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet: events abnormal bleeding (vaginal, menorrhagia), titanium, apareunia (inability to have sexual intercourse), suicidal thoughts, depression, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), pain, fatigue perforation (uterus), weight loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus"), device breakage ("piece of the essure implant was left in the uterus during its removal") and suicidal ideation ("suicidal thoughts") in an adult female patient who had essure (ess205) (batch no. 12276301-inv, 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included prazosin. The patient's medical history included seizure. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin) and ibuprofen (motrin). On an unknown date, the patient started prazosin at an unspecified dose and frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("titanium allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("lower right abdomen pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and she had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device breakage, suicidal ideation, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, depression, bladder disorder, dysuria, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, depression, device breakage, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, suicidal ideation, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure (ess205). Diagnostic results: on (B)(6) 2012, pelvic ultrasound shows an echogenic structure in right corner of the uterus and endometrial stripe most consistent with essure device or essure device fragment and she underwent hysterosalpingogram. Lot number:12276301 is invalid. Lot number: 508290, manufacture date: 2005/05, expiration date: 2007/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus"), device breakage ("piece of the essure implant was left in the uterus during its removal"), suicidal ideation ("suicidal thoughts") and post procedural infection ("post hysterectomy infection") in a 33-year-old female patient who had essure (ess205) (batch no. 12276301-inv, 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure. Current weight 174 lbs. Concurrent conditions included asthma and osteoporosis. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin) and prazosin. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced post procedural infection (seriousness criterion medically significant). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("titanium allergy"), depression ("depression"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), abdominal pain lower ("lower right abdomen pain") and urinary tract disorder ("urinary tract disorder") and was found to have weight decreased ("weight loss"). The patient was treated with metronidazole, paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes) and she had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device breakage, suicidal ideation, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, bladder disorder, dysuria, migraine, headache, nausea, dysmenorrhoea, post procedural infection and urinary tract disorder outcome was unknown, the depression, fatigue and weight decreased had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, depression, device breakage, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, post procedural infection, suicidal ideation, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. On (B)(6) 2012, pelvic ultrasound shows an echogenic structure in right corner of the uterus and endometrial stripe most consistent with essure device or essure device fragment and she underwent hysterosalpingogram. Lot number:12276301 is invalid. Lot number: 508290, manufacture date: 2005/05, expiration date: 2007/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Added event post hysterectomy infection, urinary tract disorder. Updated onset date of events. Updated outcome of events. Treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus'), device breakage ('piece of the essure implant was left in the uterus during its removal') and device dislocation ('device dislocation') in a 33-year-old female patient who had essure (ess205) (batch no. 12276301-inv, 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure. Current weight 174 lbs. Concurrent conditions included asthma and osteoporosis. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin) and prazosin. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced post procedural infection ("post hysterectomy infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), suicidal ideation ("suicidal thoughts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("titanium allergy"), depression ("depression"), bladder disorder ("bladder problem"), the first episode of urinary tract disorder ("urinary problems"), abdominal pain lower ("lower right abdomen pain") and the second episode of urinary tract disorder ("urinary tract disorder") and was found to have weight decreased ("weight loss"). The patient was treated with metronidazole, paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes) and she had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device breakage, device dislocation, post procedural infection, suicidal ideation, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, bladder disorder, migraine, headache, nausea, dysmenorrhoea and the last episode of urinary tract disorder outcome was unknown, the depression, fatigue and weight decreased had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, post procedural infection, suicidal ideation, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of urinary tract disorder and the second episode of urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. On (B)(6) 2012, pelvic ultrasound shows an echogenic structure in right corner of the uterus and endometrial stripe most consistent with essure device or essure device fragment and she underwent hysterosalpingogram. Lot number:12276301 is invalid. Lot number: 508290, manufacture date: 2005/05, expiration date: 2007/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new event added device dislocation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") in a female patient who had essure (ess205) inserted. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2011. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.